Event description:
It was reported that the patients charger was hot to the touch and burned the patient while charging. Additional information was received that the patient had loss weight which could be contributing to the charging issues.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients charger was hot to the touch and burned the patient while charging.